Event description:
A malfunction alarm on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report any recurring malfunctions.